Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported that there was a lack of aspiration. A 2.4mm jetstream® xc atherectomy catheter was selected for an atherectomy procedure. The device aspirated briefly inside the patient, for three or four minutes, then would not aspirate at all. The device was removed from the patient and re-primed. An attempt was made to use the device again; however the device did not work. The procedure was successfully completed with another of the same device. No patient complications were reported and the patient's status was well.

Manufacturer narrative:
Updated age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that there was a lack of aspiration. A 2.4mm jetstream xc atherectomy catheter was selected for an atherectomy procedure. The device aspirated briefly inside the patient, for three or four minutes, then would not aspirate at all. The device was removed from the patient and re-primed. An attempt was made to use the device again; however the device did not work. The procedure was successfully completed with another of the same device. No patient complications were reported and the patient's status was well.